Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the implant was not overdischarged. When the consumer was asked what circumstances that led to the settings being too high and symptoms was ¿looking at use.¿ nothing was done to resolve these issues, but an appointment was scheduled for may.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger , product ID: 37642, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient ins recharger (insr) powers on but does not connect with the ins due to the reposition antenna screen appearing. The patient saw poor communication when trying to sync the patient programmer with the ins. He stopped using the ins/ charging the implant because he experienced difficulties or side effects through the use of therapy. He used therapy for tremors on his right side and arm only, but the settings were increased to a very high setting and therapy began to adversely affect his right leg to the point that his leg became numb. Due to the numbness, he would drag his leg while walking. The patient tried to turn down the settings but it did not stop the tremors that he was experiencing. The patient mentioned talking to his healthcare professional (hcp) about a new treatment/procedure and repositioning the leads in his brain. The patient was advised to see his hcp. The patient called back stating his hcp was refusing to set up an appointment and wanted the patient to call the manufacturer to get a new patient programmer. It was reviewed that a patient programmer cannot pull a device out of a possible overdischarge. The caller got disconnected from the line. No further complications were reported/anticipated.